Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a loose grip cable at the input disk #6 in the proximal end housing. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. Additionally, the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Log reviews of the customer system displayed no engagement failures. Common causes of this engagement failure is attributed to the loose grip cable in the proximal end housing. Additional observations not reported by site: the instrument was found to have a completely broken and missing cautery hook. The missing piece was not returned and measures approximately 0.705" x 0.065". The instrument was found to have a completely broken and missing ceramic sleeve. The missing piece was not returned and measures approximately 0.180" x 0.146". The instrument was found to have a completely broken and missing monopolar yaw pulley at the distal clevis. The missing piece was not returned and measures approximately 1.10" x 0.154". The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The distal end of the instrument is completely missing. The instrument was found to have a broken conductor wire at yaw pulley. Electrical continuity test could not be performed due to the extent of the damage. No signs of thermal damage were observed. The instrument was found to have a broken conductor cap. The missing piece was not returned and measures approximately 0.20" x 0.20". The instrument was found to have a missing yaw pulley post. The missing piece was not returned and measures approximately 0.242" x 0.039". The instrument was found to have multiple indentations on the edge of both of the distal idler pulleys. There were no potential fragments missing. Other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. The distal end of the instrument is completely missing. The instrument was found to have mechanical indentations/burrs at the proximal clevis. The clevis was indented at one of the ears. The instrument was found to have mechanical indentations/burrs at the distal clevis. The clevis was indented at one of the ears. The instrument was found to have a frayed grip cable at the distal clevis. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found the entire distal end of the instrument completely broken and missing. The instrument was found to have the grip cable crimp from wrist control cable at the distal clevis dislodged. The dislodged crimp is hanging inside the distal clevis. Common causes of the failure mode broken instrument ceramic sleeve are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause a broken ceramic sleeve. Common causes of the failure mode broken monopolar yaw pulley are attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley. Common causes of broken instrument conductor wire: monopolar are attributed to conductor wire management issues and component susceptibility to damage through external collisions, during use, or during reprocessing which can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion, is not restricted, which could lead to conductor wire dislodgement and pinching. Common causes of frayed: distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument would not engage. The procedure was completed with no reported injury.